Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 03-apr-2023. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4)

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a preface® guiding sheath with multipurpose curve and a brim cap detached issue occurred. The hub of the preface® guiding sheath with multipurpose curve came off when taking the catheter out of the sheath. This occurred towards the end of the case and they did not replace it. The procedure continued. There was no patient consequence reported. Additional information was received. The cap totally separated from the sheath. Some blood leaked back at the point. The hemostatic valve did not dislodge inside the hub. The hemostatic valve dislodged outside of the hub. The brim cap / hub became detached from the sheath. The sheath was being used on the patient. No treatment required. The physician stated that the approximate volume of blood that was lost was 25cc. The needle used during the procedure was the baylis nrg transseptal needle standard curve co, catalog# nrg-e-hf-71-co. The event was assessed as MDR reportable for a brim cap detached issue.

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a preface® guiding sheath with multipurpose curve and a brim cap detached issue occurred. The device evaluation was completed on 11-may-2023. The product was returned to biosense webster for evaluation. And it was sent to cardinal health for further investigation. Per visual analysis, the brim cap of the hub was separated and was not returned for analysis. No other anomalies were observed. A microscopic analysis was performed and no damages nor anomalies were found. A device history record evaluation was performed and no internal action related to the complaint was found during the review. The complaint reported by the customer was confirmed since the brim cap/hemostasis valve was separated from the hub on the unit as received, the hub/snap ring was thoroughly inspected, and no anomalies were noted. Procedural factors and /or handling process may have contributed to the issue reported; however, the cause of the reported event could not be conclusively determined during the analysis. Neither phr review nor the product evaluation results suggest that the failure reported is related to the manufacturing process. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).